Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle between 1.0 and 1.7mm in size floating in the solution of the bladder. Spectrophotometric analysis determined that the particle was made of acrylic. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from 11/02/2013 to 11/04/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The particle was determined to be a fragment of the device's stress member, which is made of acrylic material. The cause of the fragment was unable to be determined. In order to address this issue, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a large volume intermate. This occurred during filling with caspofungin using a 5 micron filter. There was no patient involvement. No additional information is available. This is report 2 of 3.